Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due to the lack of device sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause.

Event description:
The customer alleges that the universal concha column became flooded with water. The clamp was removed and the column water returned to the water bottle reservoir. No patient injury or consequence.